Event description:
It was reported that the user and parent expressed concern that the replacement ilet pump was not charging properly, citing intermittent green flashing on the charging pad and asserting a repeat of a prior battery depletion issue; the user switched to subcutaneous insulin pens during this period, and the described device concern aligned with a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was unaffected. Investigation included communication with the user and analysis of user-provided information, followed by review of device logs. Investigation of this case revealed no device problem found upon log review; charging history showed a full charge followed by use until depletion and a subsequent partial charge to 15 percent before another shutdown, which was not consistent with a device battery malfunction. It was concluded, based on previously established findings for similar reports, that no problem was detected.

Manufacturer narrative:
Initial.